Event description:
It was reported that an alert for out-of-range (oor) impedance measurement for this right ventricular (rv) lead, indicating less than 200 ohms, has been triggered. Beeping tones have commenced. The patient was advised to visit the clinic to reset or turn off the beeping tones and for additional lead assessment. Technical services (ts) were consulted and confirmed the gradual decrease in lead impedances, with no evidence of noise. Recent stored events on the electrogram indicate that the channels are clean and free from artifacts. Ts noted that the rv pacing thresholds have remained relatively stable over the past year, averaging around 1.0v. Continuous monitoring and provocation testing at the next clinic appointment have been advised. Further updates will be provided as new information or issues arise. The lead remains in place and operational, with no reported adverse effects on the patient.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.